Event description:
It was reported that log file review captured controller clock corrupt events. Controller clock corrupt was one of the alarms that only displays on the system monitor. This was caused by a total loss of power to the system. A total loss of power will also cause a pump stop. The power loss occurred 35 days ago. The file shows the clock was reset on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured controller clock corrupt events. This appeared to be caused by a total loss of power to the system that had occurred sometime prior. The log file showed the clock was reset on (B)(6) 2023. Related manufacturer report number: 2916596-2023-07472.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed invalid timestamps with an active controller clock corrupt alarm, consistent with a complete loss of power. A specific cause for the loss of power to the system could not be conclusively determined; however, the loss of power would have caused the pump to stop until power was restored. Review of the submitted log files found that the pump operated at the stored patient speed without issue. An active controller clock corrupt alarm was captured with invalid timestamps throughout the controller and lvad (left ventricular assist device) log files. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.